Event description:
It was reported that the catheter did not pace during use. Pacing was attempted after inserting the catheter into the patients body but pacing did not work at all. The issue was resolved by replacing the catheter. Information including kind of surgery/examination the catheter was used for and if the patient had cardiac conduction defect was unknown. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Our product evaluation lab received one pacing catheter with 1.3cc syringe. The customer report of pacing issue was confirmed. Continuity testing confirmed a full open condition of the distal circuit. Cut down of the catheter body was performed to expose the pacing lead wires. Distal leadwire was found to be broken/detached at the tip. Proximal circuit was continuous. No visible damage or abnormality was observed from catheter body, balloon and returned syringe. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 min without leakage. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the investigation, the complaint for pacing difficulty was confirmed. However, based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. As part of the manufacturing process, 100% of the units go through an electrical continuity inspection and tip visual inspection. The IFU also indicates instructions to handle the catheter with caution for proper functioning of the pacing catheter. A device history record review was completed and documented that device met all specifications upon distribution.